Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication order was not crossing over to station. The customer stated that this malfunction was affecting the patient care, and the user was able to retrieve medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system medication orders were not cross over. A technical support specialist (tss) dialed into the station and server. The tss followed the knowledge article (proper datasync procedure & how to place new db in es station) checked and verified that the station was communicating with the server, with no retry upload errors found. The station database, medapp logs, and an inventory list were backed up and saved on d:\temp. The station was fully synced and rebooted. After the reboot, medapp launched, and the station was not in disconnected mode or critical override. The tss dialed into the station and server again, checked, and verified that there was no communication delay between the station and server, and also verified that outdate tracking was enabled for the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication order was not crossing over to station. The customer stated that this malfunction was affecting the patient care, and the user was able to retrieve medications from the pharmacy. There were no adverse events or injuries reported based on this event.